Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the implantable cardioverter defibrillator exhibited a legitimate ventricular tachycardia (vt) episode in the monitor zone despite device evaluation report indicating no ventricular tachycardia episodes present in the episode tree in extended diagnostics. Also, the device has reported non-sustained over-sensing episodes as well. No interventions or patient consequences were reported.